Event description:
Complaint is "large blood leak" of the dialyzer with visible blood in the effluent dialysate. This is one of two similar complaints with this lot number. In each incident the extracorporeal blood was discarded, with estimated blood loss of 240 cc. There were no adverse effects to the pt and no medical intervention was necessary. MDR filed due to the blood loss reported. "Qs" requested further clinic info from rptr on 12/30/98 and 12/31/98. Complaint samples not available; however 4 companion samples from 1 case available for evaluation. 1/4/99 third request for info made to the health care professional at the reporting facility.